Event description:
A review of the maude database revealed the following voluntary report from a patient: the patient reported blurry vision with halos and glare and floaters following a lasik procedure. Pt also reported that the right eye was undercorrected and left eye had a decentered ablation.

Manufacturer narrative:
Decentered ablation. Product, clinic, and reporter are unknown.